Manufacturer narrative:
Concomitant medical products76-45 lead implanted: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with elevated sensing integrity counter (sic) and noise, which resulted in pacing inhibition. The lead remains in use, but a lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high elevated thresholds and high elevated impedance. The lead was capped and a new lead was implanted.